Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. Caller initially reported about 3-4 weeks ago patient started having movements that don't seem like the typical parkinson's movements; patient was moving their head and the feet very strong and did not seem like parkinson's. Later, caller stated that the movement issues started 1-2 months ago. Caller inquired if an electronic "wave" in the area could be affecting patient's movements. Caller stated patient's neighbor works with "an electronic and uses an electronic wave" and inquired if that could be affecting patient because they are neighbors. Agent asked what type of electronic waves patient's neighbor is using. Caller did not provide an answer. Caller said this is the first time they are calling because they have a doubt with the device that patient has in their brain. Patient had the implant placed october last year and everything was working fine and then patient started having these erratic head, foot, and whole-body movements and was having mild fainting. When the dr checked, everything was fine so that is when caller thought maybe the neighbor is using something that is affecting the implant. The patient was redirected to their healthcare provider. Agent reviewed role of representative and sent email to representative requesting they contact caller. See manufacturer report#: 3004209178-2025-11518 for separate event referenced in source document.